Manufacturer narrative:
The information regarding the patients condition is limited and it is unclear what is meant by the "mesh keeps pushing out." A mesh sample was provided to the allergist for reactivity testing. Based on information provided by the allergist's office, to date the reactivity test has not been scheduled. Allergic reaction is identified in the adverse reaction section of the IFU as a possible complication. If / when the testing has been completed and the results have been provided to davol a supplemental MDR will be submitted to document the results. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
On (B)(6) 2016 - the patient was implanted with a bard ventralight st hernia mesh. In 2016 - following implant the patient sought treatment from an allergist stating that the "mesh keeps pushing out" and he wants to confirm he is not allergic to the mesh. The allergist requested a sample piece of mesh to perform reactivity test on the patient from davol. A sample was provided to the allergist for reactivity testing.